Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was reproduced while loading a set. System error 322 was confirmed through a review of the event history log. Evaluation found the upper auxiliary flex assembly to have cracks in the tail pins, causing an intermittent connection on a pin in the line for the upper latch switch. The upper auxiliary flex assembly was replaced to correct the condition. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was not reproduced. System error 322 was confirmed through a review of the event history log. Evaluation found the upper auxiliary flex assembly to have cracks in the tail pins, causing an intermittent connection on a pin in the line for the upper latch switch. The upper auxiliary flex assembly was replaced to correct the condition.